Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced difficulty mobilizing the peg tube. On an unknown date, the patient underwent a gastroscopy, which confirmed buried bumper syndrome. The buried bumper was unable to be removed during the gastroscopy. On (B)(6) 2022, the peg-j tubing was removed and replaced.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.